Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her batteries were draining quickly. The display went blank after a battery change. The patient's blood glucose at the time of incident was 234 mg/dl. There was damage near the battery cap. The insulin pump was returned for analysis.